Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements and undersensing. Additionally, noise was present on all channels, possibly from electromagnetic interference (emi). (B)(6) was consulted and further evaluation of the ra lead was recommended due to this patient being pacing dependent. Further information was received that oversensing of myopotential noise on the ra and shock channel were observed resulting in inappropriate atrial tachy response (atr) episodes. Additionally, the patient experienced events with rates in at 120 beats per minute (bpm) with pacing being delivered during the episodes. Ts discussed this patient has inappropriate minute ventilation (mv) sensor response. Reprogramming options were discussed. Further information was received that lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).